Event description:
A report was received via social media that the patient was experiencing loss of stimulation. The patient underwent a revision procedure wherein the ipg was relocated. No further information could be obtained.